Event description:
During a routine hemodialysis treatment a venous pressure high alarm occurred. It was determined that the extracorporeal circuit was clotted. Treatment was terminated with partial rinseback, which resulted in a 165cc blood loss. There was no pt injury. No medical intervention was required.